Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional information from the field, arthrex concluded that the most likely cause of the reported failure is a patient-specific event, specifically the development of chondromalacia on the head of the capitate, most likely due to injury or a degenerative issue. The complaint allegation was not confirmed. The device was not received for evaluation, and no evidence of the failure was provided.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted. Literature journal source: "lunate fractures in the face of a perilunate injury and an uncommon and easily missed injury pattern." (2012) briseno, m., and yao, j., journal of hand surgery (2012) 37 a: 63-67.

Event description:
On (B)(6) 2023, an FDA maude notification was received via email. It was reported that the patient had a second surgery to remove the hardware. The patient experienced chondromalacia on the head of the capitate and postoperative pain ranging from two to five on a scale of zero to ten at eleven weeks postoperatively. No further information was provided.